Event description:
Pt was implanted with 4.5mm lcp proximal tibia plate and screw construct on (B)(6) 2012. The plate bent post-operative. Pt was returned to the operating room on (B)(6) 2012 for removal of hardware. Pt was revised with a longer plate (16 hole). It was noted that the pt was bearing weight postoperatively.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.